Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an obstruction alarm even though the cassette was not attached and it could not be used. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited an obstruction alarm even though the cassette was not attached, and it could not be used. Review of event history log was able to confirm that the occlusion alarms were occurring without cassette. Reported issue was not able to be confirmed through the occlusion test. Review of service history found a similar repair was noted on (B)(6) 2024 when an occlusion alarm failure was reported. The reported issue was not able to be replicated by the technician. The device was returned to the customer with no repair provided at the customer's request. Visual/functional testing was performed. The reported issue was not able to be confirmed through the occlusion test. The occlusion pressure was within the specification but at the lower limit. The reported issue was resolved by recalibration of the occlusion pressure. Device passed all functional and delivery tests performed after repair activities were completed.